Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6), 2010. Subsequently, the patient returned to the clinic with an injury sustained after a television fell on his shoulder. Radiographs revealed a broken trunion. A revision procedure was performed on (B)(6), 2011, with the humeral stem, humeral baseplate, and humeral bearing being removed and replaced.